Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a laparascopic assisted hysterectomy procedure performed on (B)(6) 2022. During the procedure, the capio device was deployed into the patient. Following this, the "inner plastic would not withdraw from the chamber." The device was then withdrawn from the patient and it was noted that the carrier was bent up and to the side. It was then reported that the whole carrier detached from the device, but did not remain in the patient. A photo of the device provided by the customer showed the device outside the patient with its carrier bent up, but still attached to the device. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a laparascopic assisted hysterectomy procedure performed on july 11, 2022. During the procedure, the capio device was deployed into the patient. Following this, the "inner plastic would not withdraw from the chamber." The device was then withdrawn from the patient and it was noted that the carrier was bent up and to the side. It was then reported that the whole carrier detached from the device, but did not remain in the patient. A photo of the device provided by the customer showed the device outside the patient with its carrier bent up, but still attached to the device. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of carrier detachment. Block h10: the device was not returned; however, investigation of the photo provided by the customer showed that the carrier was bent and one riveting pin at the distal section partially detached. The rest of the device was not shown in the picture. Based on the investigation findings, the events of "inner plastic would not withdraw from the chamber" and carrier detachment could not be confirmed. The event of carrier bent was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the investigation results, there is no enough evidence to determine whether the carrier detached and "inner plastic would not withdraw from the chamber" were due to the physician's technique or the procedural during the reported event, or whether it was related to a device malfunction during the procedure. Therefore, as analyzed code "cause not established" was assigned for these events. Additionally, one riveting pin at the distal section was observed on the photo partially detached. This could cause that the head was partially open and cause the physician has to apply an excessive force due to the carrier bent. As analyzed code "adverse event related to the procedure" was selected for this event. An investigation to address the problem related to riveting pin partially detached at the distal section is in progress. The evidence gathered through this investigation determines that the most probable cause for this event is manufacturing deficiency as there were problems traced to manufacturing process. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.